Event description:
Following a percutaneous transluminal coronary angioplasty/stent procedure, an angio-seal device was placed in a pt's femoral artery, and hemostasis was successfully achieved. Approximately 15 hours following the procedure and after the pt had ambulated, a large hematoma was noted at the puncture site. An ultrasound was performed which identified the presence of a large pseudoaneurysm. The pt was taken to surgery where the artery was repaired. In the process of this event, four transfusions were administered. The pt reportedly tolerated the procedure well. As of 6/29/1998 there has been no report to the MFR of further complication or pt sequelae.